Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire distal end was kinked/bent and stretched. It was reported that the patient's anatomy was tortuous and this possibly limited the device performance and caused the observed issues. Microscopic examination of the returned device did not reveal any breaks or detachments along the guidewire length. No anomalies were observed with the hydrophilic coating and the polytetrafluoroethylene (ptfe) coating. The guidewire dimensions were found within specification. A functional evaluation was not performed due to damages observed. No other anomalies were noted. The device was reported as broken; however, analysis confirmed that there were no breaks or detachment signs along the guidewire length. Based on review of the analysis the complaint cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the guidewire (subject device) inside the microcatheter was delivered to the target lesion and severe resistance was encountered while the device was pushed into 3mm of the stenosed area. The guidewire was removed and it was found that the tip of the guidewire was broken. The broken guidewire tip was pulled out of the patient. It was confirmed that there were no broken fragments left in the patient&#38112;body. The guidewire was changed to another of the same device and the procedure was successfully completed. The patient was reported as "fine" and there was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the guidewire (subject device) inside the microcatheter was delivered to the target lesion and severe resistance was encountered while the device was pushed into 3mm of the stenosed area. The guidewire was removed and it was found that the tip of the guidewire was broken. The broken guidewire tip was pulled out of the patient. It was confirmed that there were no broken fragments left in the patient's body. The guidewire was changed to another of the same device and the procedure was successfully completed. The patient was reported as "fine" and there was no clinical consequence to the patient due to the reported event.